Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer, a child, was receiving lower readings on the adc freestyle libre sensor compared to a finger-stick test on the built-in meter. The customer was vomiting, had a fever, and experienced a seizure and loss of consciousness. The caregiver called an ambulance and the customer was hospitalized. At the hospital a diagnosis of hyperglycemia was made and the customer was given unknown "serum" and further treatment details are unknown. No further information was provided and attempts to gather additional information have been denied by the caregiver. There was no report of death or permanent injury associated with this event.

Event description:
Customer's caregiver reported that the customer, a child, was receiving lower readings on the adc freestyle libre sensor compared to a finger-stick test on the built-in meter. The customer was vomiting, had a fever, and experienced a seizure and loss of consciousness. The caregiver called an ambulance and the customer was hospitalized. At the hospital a diagnosis of hyperglycemia was made and the customer was given unknown "serum" and further treatment details are unknown. No further information was provided and attempts to gather additional information have been denied by the caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.